Event description:
A company representative reported that the tips of two aleutian an inserters fractured intra-operatively. The procedure was completed successfully with a 20 minute surgical delay and no adverse consequence to the patient. This report captures the second of two inserters.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.